Manufacturer narrative:
(B)(4)

Event description:
Lens rotation after icl implantation was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.